Manufacturer narrative:
The recipient's device was reportedly repositioned on (B)(6) 2019.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.